Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy test +7.5%. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the device failed accuracy test +7.5%. No previous repairs noted in the last 12 months. No relevant information found in event log. Visual/functional testing was performed. Unable to confirm the complaint. There were no repairs done for reported issue. The pump passed all validation tests.